Event description:
It was reported that an asahi caravel microcatheter was used for percutaneous coronary intervention (pci) to treat a moderately tortuous and moderately calcified chronic total occlusion (cto) in the mid right coronary artery (rca). Via retrograde approach, the caravel microcatheter was advanced to the distal cap of cto lesion with ease and safely through septal channel. The distal tip of the caravel microcatheter was pushed into the calcified distal cap of the cto lesion by the interventional cardiologist to attempt to provide more support and pushability for penetration of the proximal cap with an asahi gaia next 2 guide wire. This did not help as desired. The caravel microcatheter over an asahi suoh 03 guide wire was exchanged for an asahi corsair pro xs microcatheter and septal channels were dilated appropriately to allow for advancement of the corsair pro xs microcatheter. When advancing the microcatheter, it appeared to be a piece of a radiopaque tip on the distal end of the microcatheter that was pushed down through a non-dominant septal channel. There were no damage found on the distal tips of the guide wires. The physician decided to leave the tip fragment in situ. The procedure was unsuccessful and a second cto procedure was planned for the patient in a few months. It was informed that the patient was fine and discharged after the procedure.

Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: (B)(4). The reported caravel microcatheter was returned for evaluation. Tip separation was confirmed on the returned caravel microcatheter and the separated catheter tip was not returned. Microscopic observation found scratch marks and multiple circumferential cracks on the tip polymer proximal to the torn end, which are traces of ductile tearing. At the torn end, the braids were stuck out and the traces of ductile tearing were observed on the inner jacket. Investigation of the returned microcatheter suggested that the tip segment, which is originally 5 mm in length, had stretched and torn off at approximately 2mm from the tip end, specifically at the junction of the polymer-only segment and the polymer-and-braid tube segment. Lot history review revealed no anomaly relating to the reported case. No other similar product experience report was received from this lot. Based on the obtained information and the investigation outcome, it was presumed that tensile stress generated with removal might have been locally applied on the tip of the caravel microcatheter while the catheter tip was trapped by the tortuous vessel or the calcified lesion. Consequently, the tip polymer was stretched and torn off. It was concluded that the reported event was not attributed to the product quality. The reported fragment left in patient anatomy is considered a permanent impairment. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] ~ if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) ~ this microcatheter must always be operated under high-resolution fluoroscopic guidance. Particular attention should be paid when inserting or withdrawing this microcatheter into or through stenotic areas, and narrower vessels than the microcatheter. (Abrasion may result in damage of this microcatheter. This may cause vascular injury and perforation.) [Malfunctions and adverse effects]. ~ separation.